Event description:
Revision surgery - the pt has had multiple falls, causing a torn rotator cuff. The foundation implants were removed and replaced with a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy a torn rotator cuff after 4.6 months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the torn rotator cuff was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.